Manufacturer narrative:
H10: a philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer declined service and repair. The parts have been returned and the work order has been cancelled. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
It was reported by service engineer on behalf of customer, v60 powers on, but display screen will not display rendering touchscreen not usable. Unknown if in clinical use at time of discovery. However, no reports of patient/user harm/injury. Investigation is ongoing.